Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that on (B)(6) 2017, intra-aortic balloon pump (iabp) therapy started on an ami patient. The patient was being transferred to the ICU from the cath lab and the iabp shutdown when it was unplugged from the outlet and did not switch to dc power. While transferring the patient to the ICU from the cath lab, the customer attempted to reboot the iabp twice, but the iabp did not reboot. The iabp was replaced to continue therapy. No patient injury or adverse event was reported.

Manufacturer narrative:
After multiple attempts to gather additional information, we have obtained no further update or new information in relation to this complaint event. If any further information is received, a supplemental report will be submitted.

Event description:
The customer reported that on (B)(6)2017, intra-aortic balloon pump (iabp) therapy started on an ami patient. The patient was being transferred to the ICU from the cath lab and the iabp shutdown when it was unplugged from the outlet and did not switch to dc power. While transferring the patient to the ICU from the cath lab, the customer attempted to reboot the iabp twice, but the iabp did not reboot. The iabp was replaced to continue therapy. No patient injury or adverse event was reported.